Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, the technical support specialist explained to the customer that anything related to user accounts must be addressed by their hospital information tech team (hit) and the customer gave permission to close the case. The system functioned as intended after the technical support specialist addressed the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower that the customer requesting for password change. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.